Manufacturer narrative:
Follow-up #1 date of submission 12/06/2016-product analysis: the device was returned and evaluated by product analysis on 11/09/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. No damage was fond to the bolus button cover. The bolus button was appropriately responsive. No damage or defect was found to the bolus button contacts.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a bolus button response issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.